Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed in the lab due to a lack of sample; however, from the complaint information, the cause of the alarm was a hole in cassette/ cracked cassette. A batch review was performed on the associated lot h09e29025 with no issues noted. The labeling review found the labeling adequate for the user error in the complaint. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr advised the hp to start over with new supplies. During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved and the hp was doing fine and continuing therapy. Per nurse, the cause of the alarm was a use-error as the hp did not spike the bag completely. The nurse confirmed that there were no defects on any of supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. During a follow up with the hp, she revealed that the cause of the se 2240 alarm might have been due to a slit / hole she had found on the cassette tubing after ending the call with the tsr. The hp stated that during handling, she may have increased the size of the hole. The hp stated that she is doing fine, and did not have any symptoms as result of this event. The hp is continuing therapy.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.